Event description:
The dealer reported that the chair was flashing an error code intermittently. This event could cause a user to become stranded because the chair shuts down every time there is an error code.